Event description:
The customer reported that the system would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reset the circuit breaker and ordered parts.